Event description:
It was reported that the device had a loss of date and time. The customer returned the product for the loss of date and time, and during physical inspection it was found that the downstream occlusion (dso) seal was peeled. This was found during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a peeled downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the peeled dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.